Manufacturer narrative:
(B)(4).

Event description:
The venous luer hub was found broken during usage of hemodialysis.

Event description:
The venous luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Microscopic examination revealed the venous (blue) luer hub contained scratches and cracks. It was observed that the blue (venous) and red (arterial) luer hubs were chipped and had pieces broken off. The damage appeared consistent with repeated tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the venous luer was connected, water in the form of droplets leaked from the luer. No issues were detected when the arterial line was tested. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The venous (blue) luer contained scratches and cracks, consistent with over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.